Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was received with the handle partially retracted. The device loading unit (dlu) was received partially applied with no damage to the e piece. The device was able to articulate and rotate properly. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was opened as instructed and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the laparoscopic gastric bypass, the device's handle broke. They then used a new device to finish the case. There was no patient injury.